Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: 50 linear st lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. The patient was diagnosed with cellulitis, which was seen from the buttock to the thoracic spine. Symptoms of rash, increased pain and warmness at the ipg site were noted. It was confirmed that infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. The patient was diagnosed with cellulitis, which was seen from the buttock to the thoracic spine. Symptoms of rash, increased pain and warmness at the ipg site were noted. It was confirmed that infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.